Event description:
It was reported that the patient presented to the emergency room due to noise oversensing noted on the right ventricular (rv) lead. No intervention was reported. There were no patient consequences noted.